Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report: asr manufacturer report ID number: 3004464228-2019-10586. Exemption number: e2014031. The pod was received with the cannula deployed, and the pink slide visable. After investigation of the needle mechanism, no damages or defects were found that would result in the cannula failing to deploy or deploying late. Although no issues were noted with the needle mechanism, it cannot be determined when the device deployed. Timeouts were found in the data at the end of the first prime sequence. It could not be determined if this affected the ability of the needle mechanism to deploy properly. The cause of the timeouts could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5/page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
The mother reported the needle/cannula did not deploy or may have deployed late; indicating a needle mechanism failure. The patient's blood glucose levels were unaffected and the pod was not worn. The pink slide did not move forward; the cannula was visible.